Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.10. Evaluation summary: the product was returned. Solution is dried on the lens. Haptic and optic damage was observed. All product and batch history records are reviewed by quality prior to product release. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the physician detected a damaged iol. There was patient involvement. There was no patient harm and the procedure was completed. Additional information has been requested.